Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06360, 1627487-2021-19102. It was reported the patient¿s ipg was inoperable. During the procedure it was noticed one of the leads had migrated. Surgical intervention took place wherein the ipg was replaced, and the lead was explanted to resolve the issue. It is unknown which lead migrated, as such both leads are being reported.